Event description:
No additional information

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined. The plant will continue to monitor and control the occurrence of such defects.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc needle through catheter the patient was admitted for treatment of lung cancer on (B)(6) 2025. On (B)(6), while administering an IV infusion using an indwelling needle, the needle core punctured the catheter wall during insertion. A new indwelling needle was immediately replaced. After successful reinsertion, the indwelling needle was successfully placed, and the infusion procedure was completed without incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.